Event description:
It was reported that while using the excelsius gps system, there was an issue with the end effector and accuracy, and there was also an issue with rehoming after initial accuracy concerns. We planned levels l4, l5, and s1 but only completed the levels l4, l5 during the procedure. All 4 screws were not placed as planned; they were all considered lower than the initial plan the surgeon created. Then we did x-rays and confirmed the screws were out of placement. Robot was removed from the procedure are but still in the or until the case was completed.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported that all screws from l4-l5 were misplaced in the same direction. Our investigation of the case logs revealed that the loss of navigational integrity was likely due to a partial upload of the excelsius3d scan to excelsiusgps. After the registration has been completed, it is recommended to perform a landmark check or verification to ensure that the registration was successfully calculated. Using the navigated verification probe, touch an anatomical landmark and verify that the corresponding location is shown on the system monitor. Ultimately, the user opted to replace the implants using traditional methods and the case was completed with no adverse effects to the patient reported. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.